Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture, residue, and debris on the lens. Visual inspection found the haptic and optic torn with residue and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -5.0 diopter into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was explanted due to glare/halos. The problem was resolved.